Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb was unable to cut. The bipolar output was unavailable. No problem was found on the electrical connector. The procedure was then switched to an open vein harvest. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: PMA/510k and if follow-up, what type. Corrected sections: adverse event or product problem changed to adverse event & product problem, outcome attributed to ae changed to "other", type of reportable event changed from "malfunction" to "serious" injury", changed device codes from "failure to cut" to "failure to deliver energy" internal complaint # trackwise # (B)(4). Autonumber # (B)(4).

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb was unable to cut. The bipolar output was unavailable. No problem was found on the electrical connector. The procedure was then switched to an open vein harvest. The hospital did not report any patient effects.